Event description:
It was reported that during lead implant procedure, due to difficult patient anatomy, placement difficulty occurred and the lead was unable to position into ventricle. After many attempts, doctor was able to position a different lead instead. It was also reported that the patient experienced pneumothorax. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.